Event description:
From the patient's history and physical: the patient had a right total knee replacement. She had been doing quite well and the doctor had last seen her months ago. A month after she last saw her doctor, she noticed clicking of her right knee while bike riding and then two months after that, she noted increased clicking while bending her knee. A month after that, she heard a "pop" while coming down the bottom portion of a stair with increased pain, discomfort and swelling. She noted that she had some wobbliness of her knee. She has been seen by her doctor and has noted that she has had failure of the polyethlylene tray and subsequently what appears to be metal debris within the suprapatellar pouch, medial and lateral gutters, and popliteal space. She has been aspirated and no evidence of infection. From the operative note: her previous midline incision was performed extending it proximally and distally. I did not need to perform quadriceps snip, but I performed a medial arthrotomy. Upon entering the knee, there was gross metallosis synovial tented fluid. At this point, full synovectomy was performed removing the metal tented andpainted and stained synovial tissue, which was black. Subsequently, I removed the medial lateral gutters and suprapatellar pouch. The polyethylene tray subsequently was rotated with the posterior lateral portion which was rotated more anterior lateral, and then was rotated underneath the patella. On inspecting the polyethylene, there was some delamination of the lateral portion with the posterior flare portion with the feet seating through the polyethylene that subsequently had been indented. The indent is most likely secondary to repetitive compression across the tibial tray with recession. Inspection of the tibial tray revealed that the posterior housing for the tibial tray was honed from the repetitive articulation with the oxinium femur and subsequently compression in this posterior lateral region. The lateral portion of theoxinium component was completely honed and contoured and concave with this lateral flare with removal of the oxinium layer. At this point, subsequently, I removed the femur with flexible osteotome circumferentially and then I removed the tibia using an oscillating saw and then the extraction mechanism. From the patient's discharge summary: the patient currently had metollosis debris and valgus instability. Intraoperatively, it was found that the polyethylene was subsequently dislodged laterally and that there was contact between the lateral femoral component as well as the posterior aspects of the locking portion of the tibial-based plate generating metal debris andmetallosis and osteolytes. She underwent a complete revision, total knee replacement with cemented femoral/tibial stents with a smith and nephew legend system. Postoperatively, she had "weakness" in dorsiflexion of her ankle at the tibialis anterior and peroneal region, but she had no focal or sensory loss. She had full sensation in the superficial deep peroneal distribution and tibial distribution. Her compartments were soft in the anterior, lateral, and posterior region. Her strength has improved but is not nearly normal with regards to dorsiflexion at the tibialis anterior and peroneal region, but she is not having difficulty with gross ambulation.